Event description:
Customer reported an intermittent communication error while in hlf. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the back plane. System operates as intended.